Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed data from (B)(6) 2015. The black box data from the time of the alleged issue was unavailable for review due to continued pump use. A review of the available data did not show any evidence of excessive battery usage. The returned battery cap was unable to fully tighten; a test battery cap was used to complete investigation. Current draws were found to be within required specifications and there was no evidence of excessive pump temperature during investigation. The pump casing was removed and no internal defects were found.

Event description:
The pt's mother stated that the pt's pump emitted a low battery alarm a week after the pt began use. The pump emitted a low battery alarm and a replace battery alarm at which time the battery was hot to the touch when it was removed from the pump. The insulin was also reportedly hot. There was no moisture present in the battery compartment and there was no battery fluid present. After replacing the battery, there have been no further issues reported.